Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched display window. The device was received with missing end cap sticker.

Event description:
It was reported the insulin pump alarmed button error. Customer took out battery and three to four hours later inserted a new battery. Issues continued the buttons were not responding. Customer's blood glucose level was unknown. No further information provided.